Event description:
The pt was initially placed in a prone position with "pinons" for a posterior cervical decompression. It was communicated by the surgeon that the clamp came loose before the case. After noting some slippage, the surgeon used another skull clamp. The length of time in use before the problem occurred was reported as fifteen minutes. There was no pt injury. Pt outcome was reported as "fine." Integra disposable adult pins were used. No stereotaxy device was used during surgery.

Manufacturer narrative:
Based on the reported info and eval of the returned product, the findings were as follows: the returned unit passed all functional testing specifications as received. The root cause for this incident is not related to the manufacture or the design of product.